Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced alert 38 motor stall alarms and persistent hyperglycemia, with glucose exceeding 400 and remaining above range for about 10 hours, without use of backup therapy or ketone testing; after charging the ilet above 80 percent, restarting the device, and replacing all infusion supplies including a 23' inset, glucose began trending down and no further alarms occurred. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a failure to infuse associated with the motor component and a communications problem identified during the event. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.